Event description:
According to the customer, following a laparoscopic sub-total hysterectomy procedure, when the return electrode was removed, the staff noticed two small marks/burns on the patient at the return electrode site. The burn was described as 2.5 cm x 2.2 cm x 1, small burn area x 1, blister x 1. The return electrode had been in place for 80 minutes during the procedure. The surgeon advised treatment, type unknown.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.